Manufacturer narrative:
Other relevant device(s) are: product ID: 37086. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the elective replacement of an implantable neurostimulator (ins) the extension sheath was found to be damaged. An impedance test was performed and the values measured were within normal range. The hcp decided to leave the extension implanted. It was unknown if there were any external factors that led to the event. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the extension damage was not known.